Event description:
Information received indicates the head of bed drifts slowly on its own.

Manufacturer narrative:
The technician isolated the issue to the head hi/low valve stem. He replaced the head hi/low valve to repair the bed.